Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg reached its end of life. It is unknown if this occurred prematurely. Surgical intervention was taken in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Per the additional information received, this event no longer meets the reportability criteria.

Event description:
It was reported that the patient lost therapy in approximately (B)(6) 2022, indicating that the ipg reached at least 75% of its expected longevity.